Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the counter reached a number of opening and closing gantry which triggers warning message. Site was advised to replace the door winch. Flouro and rad calibration were done successful.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that system displayed an error message to restart the system. Issue able to be resolved by pressing button to unblock the system, but issue reoccurred during 2d imaging. A 3rd occurrence happened after the procedure when attempting to perform fluoro calibration. There was no known impact to patient. There was a reported delay to the procedure of less than an hour as a result of the reported issue.

Manufacturer narrative:
Initial reporter updated to proper value.

Manufacturer narrative:
Disregard supplemental report 1 under filling number. Inadvertently filed under MDR 1723170-2018-04779 instead of MDR 1723170-2017-04779.